Event description:
It was reported that a malfunction occurred on the pump, with the caller being unable to reset it at the time of the call. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. No additional actions were taken immediately, but the customer planned to perform a reset when possible and agreed to call back if issues persisted. Upon follow-up patient states that malfunction reoccurred on pump. Bg level did exceed high reading value at high. Customer addressed high bg by correction injection via mdi. Customer did not require assistance from 3rd party. Although malfunction code is resettable, pump malfunction occurred twice in 24 hours. Cts to replace pump.